Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse identified that the spring that supports the pedal was loose, and the pedal was sinking. The fse positioned the spring in the correct position. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the 30-degree endoscope was moving. The surgeon found that the endoscope drive pedal on the surgeon side console (ssc) was damaged and impairing the drive. There was no damage to the patient and the system was working normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: the nurse informed the fse that the image that the surgeon was seeing in the ssc moved at some points, not all the time. From past information, it was understood that it only changed vision. The issue was intermittent. The fse was contacted at the time of the surgeon¿s report, but the procedure was completed normally. No pattern was identified. The problem was resolved by the fse. It was identified that the camera pedal had the pedal support spring out of position, so a visit was made to the customer and this spring was repositioned and the pedal was in its correct position. Tests were carried out with the pedal and the entire system was working normally. After this action, there were no further reports of image movement with this system. The customer confirmed there was no injury to the patient.